Event description:
The pt was implanted with a vented electric left ventricular assist device. Two months later, the vad coordinator contacted the manufacturer reporting that a pt at home had begun feeling dizzy and having system controller malfunction alarms. The pt realized they had inadvertently placed themself in fixed mode. Pt put themself back into auto mode. The pt started feeling better and the alarms resolved. The vad coordinator switched out the controller as a precautionary measure related to the controller malfunction. The controller is being returned to the manufacturer for analysis. The pt remains on electric actuation of the lvad while awaiting a heart transplant.